Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). Fa was able to reproduce the reported complaint. The unit was placed on an in-house system and was run in normal mode. The unit failed instrument detection test and did not recognize instruments in both monopolar slots.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a question mark was displayed on the erbe generator when the user was attempting to activate monopolar energy. The user replaced the monopolar energy cable and instrument, but the issue persisted. The user tried to use both monopolar ports, but the issue remained. The user received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The user used a force triad (ft) generator to activate monopolar energy to continue with the procedure without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer and obtained additional information: the user confirmed that the erbe generator was checked before use, and no problems were found. The erbe was replaced by a third-party generator (force triad). The reporter could not confirm the procedure name. The reporter was unable to disclose the patient demographic information.